Event description:
It was reported by the patient's mother-in-law that the vns patient passed away on (B)(6) 2012. Follow-up with the patient's last known treating physician was performed. The physician had not seen the patient since (B)(6) 2008, and therefore, he was unable to provide an assessment on the relationship of the patient's passing to vns. The patient died due to 'failure to thrive,' per the obituary, so the physician reported that it was unknown if it was sudep related. The patient had a seizure reduction from vns therapy, but it was unknown from the physician if the patient was receiving vns therapy at the time of death. The patient had a history of concurrent illness/diseases; sick sinus syncope, pacemaker, and atrial fibrillation as reported in mfg report number: 1644487-2013-00363. The death was reviewed by the manufacturer in-house nurse. It was reported that the patient died from failure to thrive. Since a cause of death was reported sudep is not suspected to be the cause of death. Follow-up with the funeral home manager revealed that the vns devices were not explanted prior to burial.

Manufacturer narrative:
.

Event description:
Cause of death information obtained from the national death index (ndi) was reviewed by the manufacturer which indicated that the patient passed away on (B)(6) 2013 and the patient's cause of death was: unspecified dementia (record axis 1) and other lack of expected normal physiological development (record axis 2). There is no allegation or other information indicating that the death is related to vns.